Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error and had software error . Customer's blood glucose value was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device received with a critical pump error and multiple sequential pump error 53 alarm in the pump history due to software error. Unable to verify pump error 52 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.